Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
It was reported that this right ventricular (rv) lead dislodged and perforated the pericardium shortly after implant. High pacing thresholds, and noise were noted. The lead was successfully repositioned. No additional adverse patient effects were reported.